Event description:
Filter found saturated on pt after only being on pt for 3 hours. Pt's peep inspiratory pressure found to be elevated more than 20cm. Filter removed and placed on test lung, same issue occurred with increased peep pressure. New filter on pt, and peep inspiratory pressure within normal limits.